Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to the device cycling less and less as a result fluid loss from a hole in the right cylinder. The hole is suspected to be from the suture needle during closure at implant. The patient had a great outcome following the procedure.